Manufacturer narrative:
(B)(4). Date sent: 9/15/2023. D4: batch #u5ap7y. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one cdh23p device was returned without apparent damage. However, no package was received for analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no damage was observed and the package was not returned for analysis. A manufacturing record evaluation was performed for the finished device batch number u5ap7y, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the package was peeling off before the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/25/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information received: when the customer tried to use the product, the package was opened. It wasn't glued. It may have been opened and left as it was about to be used it. The customer and the sales rep did not notice the expiration date was over. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.